Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00029 on 27-jan-2025. Additional information (12-mar-2025): siemens further evaluated the event and determined that the disconnected of a tube that connects to pump p9 (p9) potentially caused by the human manual intervention contributed to the false positive anti hepatitis b surface antigen 2 (ahbs2) results. The investigation conclusions code was updated in the h6 section to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported false positive anti hepatitis b surface antigen 2 (ahbs2) results were obtained on four patient samples on an atellica im 1600 analyzer. Quality control (qc) was out of range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the analyzer and found that the wash station 1 (ws1) tubing was disconnected after a failed auto check was performed. The cse further reviewed error logs, performed auto-check, inspected and found air in the water lines going to ws1 and wash station 1 (ws2), performed dry to wet prime, removed all waste and water reservoirs, and inspected the wash manifold and observed tube ws1 p9 in tube disconnected, reconnected the tube, performed scale calibration, auto-check and dry to wet prime which cleared the lines of all air. Siemens is evaluating the issue.

Event description:
The customer reported that false positive anti hepatitis b surface antigen 2 (ahbs2) results were obtained on 4 patient samples on an atellica im 1600 analyzer. The initial results were reported to the physician(s). The samples were repeated on an alternate atellica im 1600 analyzer. The repeat results recovered as negative and were considered correct. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive ahbs2 results.